Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unknown location into the housing. This occurred during filling of 5% glucose (non-baxter product) and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device and two companion samples were returned for evaluation. Visual inspection and functional leak testing of the two companion samples did not identify any abnormalities that could have contributed to the reported condition. Visual inspection of the actual device observed fluid inside of the housing. Functional leak testing of the actual device identified a leak. This confirmed the reported problem. The cause was determined to be a missing film wrap. This was caused by an equipment malfunction. Also, this unit was found to have passed a visual inspection by an operator, showing that this defect may have been overlooked at the time of visual inspection. In order to address this issue, a quality alert was issued in (B)(6) 2013. Should additional relevant information become available, a supplemental report will be submitted.